Event description:
A caller reported a tandem mobi cartridge alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was able to reload the original cartridge successfully and resume insulin therapy, resolving the issue.